Event description:
Customer reported set leaked where the drip chamber and tubing below drip chamber connect. No patient harm. No additional information was available.

Manufacturer narrative:
(B) (4). Patient information requested and all available information is included. This report was filed by the manufacturer. Product evaluated and customer's experience of leak below drip chamber was confirmed. The root cause of the leak was identified to be a manufacturing issue related to materials. A change was made to improve the bonding of the two components to remedy the leaking issue.